Manufacturer narrative:
The reason for this revision surgery was to remedy a broken humerus. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records could not be performed without information regarding the lot number. A review of the product complaint report history shows this is the 19th complaint for this part number: six due to trauma, three due to infection, two for stability/poor joint, two device loosening, two for marking errors, one fixation, one range of motion, and one due to dislocation. The root cause was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt fell and broke humerus at distal end of stem.